Manufacturer narrative:
Invacare was made aware of an event that took place in france, with a (B)(6) irc9lxo2awq-s concentrator. Invacare is filing this report because the irc10lxo2, made at invacare owned sanford and sold in the us has been determined to be similar in design to the reported device. From the incident description, it has been concluded that the device encountered a problem (low flow) and consequently has given an alarm to inform the patient to switch to the backup source of oxygen. Therefore, by the unit alarming, the device worked as intended. The user manuals provided with the irc9lxo2 concentrator and the irc10lxo2 concentrator contain the following warnings: danger! Risk of injury or death. While invacare strives to produce the best oxygen concentrator in the market today, this oxygen concentrator can fail to produce oxygen due to power failure or device malfunction. Always have a backup source of oxygen readily available. In the event the concentrator fails to produce oxygen, the concentrator will briefly alarm signaling the patient to switch to their backup source of oxygen. Refer to troubleshooting for more detail. (B)(6) requested the device be returned but as of this date it being quarantined. If more information is received a follow-up will be filed.

Event description:
It was reported that the patient was prescribed 3-5 liters per minute, using an irc9lxo2awq-s concentrator. During the incident, the flow rate was set under 3 l/min. The patient was home alone when the concentrator alarmed due to low purity. It was stated that the patient could not switch to a backup source of oxygen himself. (It is not known why) firefighters were called and the patient was de-saturated, and oxygen was administered to the patient. The device is in quarantine, and a new one was given to the patient.